Event description:
It was reported that the pump of this inflatable penile prosthesis had migrated too high in the scrotum causing discomfort for the patient. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis had migrated too high in the scrotum causing discomfort for the patient. The pump was explanted and replaced. No patient complications were reported.